Manufacturer narrative:
(B)(4). A visual inspection of the incident device revealed no defects. Tests for resistance, jaw gap and jaw splay were within the allowed range. The device was tested on simulated tissue for proper activation and knife function with acceptable results. The IFU for this device states that if the jaws are not cleaned as instructed, eschar can build up and may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that the surgeon was having an issue with the maryland device. She said that the instrument jaws were sticking on tissue more than she had experienced in the past. They increased the setting of the force triad to 3 green bars (from 2 bars) to see if that would help. They also tried cleaning the jaws. The patient did not have any diseases that would affect tissue. They completed the short case with the same device. There was no patient harm.